Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide catheter: profit 6fr jr4.0; stent: nobori 3.5x28mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other reported incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with an acute myocardial infarction. 75% stenosis was noted in the proximal right coronary artery and was treated percutaneously. A 5.0x12mm nc trek was used for post-dilatation, but the balloon ruptured during the first inflation at 12 atmosphere. The procedure was completed using a non-abbott device. There was no reported clinically significant delay in procedure or adverse patient sequela caused by the device. No additional information was provided.